Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08423. It was reported the pt was experiencing overstimulation from his scs system. An sjm representative met with the pt and was able to provide effective stimulation through reprogramming. Additional information received identified the pt began experiencing the overstimulation and shocking sensations from his scs system again and experienced a fall. An sjm representative met with the pt again for system reprogramming. System diagnostics revealed both high and low impedances on various lead contacts. X-rays have been ordered and the pt will follow-up with his physician to determine the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.